Manufacturer narrative:
Product analysis: the weld has broken at the tip of the instrument given the age and general appearance of the instrument along with the lack of noticeable defects in the weld. It would appear that this was the result of wear over time. Image review: from the photo is appears that the weld at the tip of the instrument has broken and allowed the tip to twist. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used: removal after achieving bone union levels implanted: l1: 2a1b it was reported that, inra-op, to remove the screw on the left side of l2, the surgeon used a head positioner to unlock the screw head. The entire shaft part of the head positioner was twisted and the screw head did not move. The instrument broke but no fragment remained in the patient. No patient complications were reported as a result of the event.